Event description:
During a standard treatment an electrical dental handpiece got hot and burned the pt on cheek to the size of the backcap. The pt was prescribed perozal mouth rinse and given some zilactin over the counter gel.

Manufacturer narrative:
During a standard treatment an electrical dental handpiece got hot and burned the pt on the cheek to the size of the backcap. The pt was prescribed peroxal mouth rinse and given some zilactin over the counter gel. During the analysis of the handpiece it was found that the backcap sticked in due to a dent in the head. This was putting pressure on the bearings causing head to heat up. From experience a dent in the head is the result of a drop of the instrument or a strike against it. User instruction request a test run before each use and states that the handpiece mustn't be used if it runs out of specification. Exemption number (B)(4). Kavo dental (B)(4) ( the manufacturer) is submitting the report on behalf of kavo dental (B)(4) (the importer). See scanned pages.